Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain/other non-malignant pain. On (B)(6) 2018 it was reported that the patient was admitted to the hospital for severe pain. It was noted prior to transfer to a rehab facility that the pump was alarming. The pump was interrogated and found to be in a motor stall. The pump logs indicated that the pump had stalled once in the evening of (B)(6) 2018 but only for a few minutes. The next stall was at 04:30 on (B)(6) 2018 with no recovery noted. The environmental, external, or patient factors that may have led or contributed to the issue was noted to be ¿n/a¿. The patient was being referred for a possible pump replacement. The issue was not resolved. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on february 13, 2018. It was reported the device had been used to deliver 400 mcg/ml of fentanyl at 2.54 mcg/day, 90 mcg/ml of lioresal at 0.572 mcg/day, and 6 mcg/ml of prialt at 0.0382 mcg/day. It was reported the pump was actively stalled, and the hcp confirmed there had not been any electromagnetic interference (emi). It was reported the patient had been hospitalized after it stalled, and they had already ruled out any environmental cause for the stall. The hcp was calling technical services for the pump off password so they could turn the pump off. It was reviewed the stall had occurred about a month earlier, so the patient had been on other oral medications and fentanyl patches. The pump off password was provided, and technical services walked the hcp through the steps to turn off the pump. It was reviewed the hcp had the option to send the pump back to the manufacturer for analysis. No symptoms were reported at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 12-jan-2018 and it was reported that the pump stalled on the 6th, but the patient didn¿t have issues with increased pain until the (B)(6). The pump then stalled again without recovery on the (B)(6). The plan was to have the pump replaced, but it had not yet been scheduled. The patient was being treated with oral medications to help with her pain. No further complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-oct-23. It was reported that the pump stopped working a year ago (relative to the date of report) due to normal battery depletion (note: this conflicts with the previous report that a motor stall occurred in (B)(6) 2018 and the pump was disabled by the hcp in (B)(6) 2018). It was noted that they were "probably removing the pump as they are getting ready to remove it. " it was noted that the patient was having a lot of problems with their back and was unsure if they were related tot he pump. This started two years ago (relative to the date of report), and in 2019 the patient started experiencing high blood pressure. It was noted that the patient's blood pressure was over 200 on top.